Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the knife did not return to the home position on one firing and locked. This occurred on either the third or fourth firing, but sales rep was unsure which. The sales rep reported that the customer uses steri-strips on the reload. The sales rep instructed the customer how to manually return the knife to the home position. Once the knife was returned to the home position, it worked fine and was used to complete the case. The sales rep reported that there were no issues with cutting and stapling, only the knife returning. There were no patient consequences reported. Device is not available to be returned.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.